Event description:
The customer reported there were no images displayed on the system. The system operates as intended.

Manufacturer narrative:
The ge service representative evaluated the system. The interconnect cable was replaced. The system operates as intended and was returned to service.